Manufacturer narrative:
The returned implantable pulse generator (ipg) was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed as there are no allegations regarding the devices functionality. The device was open but not used because the patient experienced respiratory arrest during the procedure prior to the implantation of the spinal cord stimulation (scs) system.

Event description:
It was reported that during the procedure upon the connecting the leads to the implantable pulse generator (ipg) the patient stopped breathing. The physician aborted the procedure and the patient was doing well post operatively.

Event description:
It was reported that during the procedure upon the connecting the leads to the implantable pulse generator (ipg) the patient stopped breathing. The physician aborted the procedure and the patient was doing well post operatively.